Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - due to corrosion on endoscope connector, e226 (scope communication error) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an e226 communication error. The issue was observed during preparation for use for a diagnostic colonoscopy. The procedure was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date of subject device. Updated fields: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.